Manufacturer narrative:
The insulin pump had cracked lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing o-ring on the reservoir tube, cracked case at scratched reservoir tube window corners and missing end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that the lip of reservoir compartment was broken. The customer reported that the reservoir would not stay locked in. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.